Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Per the mre, device manufacturing date (B)(6) 2002 and expiration date (B)(6) 2006 were added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 330cc mentor smooth round high profile saline breast implant, catalog # 3503330, lot # 263086. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with a 330cc mentor smooth round high profile saline breast implant has experienced postoperative left-sided deflation, confirmed by a physician. As a result, the patient is scheduled to undergo bilateral explantation and replacement with unspecified breast implants on (B)(6) 2020.